Event description:
It was reported mount fractured during implant placement.tooth location 36. No patient impact.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) tsv4b8, (imp,tsv,4.1mm,sbm,8) for evaluation. Visual evaluation was performed, the implant shows signs of damage due to the removal process. No mount returned and no mount fragments identified within implant. Device history record (DHR) review was completed for the subject lot number 1280113. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1280113 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction could not be verified. There was a no mount returned and no mount fragments identified within implant. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.